Event description:
It was reported that the procedure was to treat an unspecified artery with calcification. The 3.0x15 mm trek balloon dilatation catheter (bdc) was advanced without resistance and ruptured during the first inflation to 14 atmospheres (atm). There was no resistance during removal. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.